Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 2 photos for investigation on batch 5203880. One customer photo displays the device top web labeling and packaging information, while the second photo shows the device labeling, packaging information, and a device that is separated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for separates for lot # 5203880. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the spring popped out when activating the safety feature to retract the needle. No adverse impact was reported regarding the patient or user.